Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture and shaft fracture occurred. The target lesion was located in a severely calcified left main. The physician attempted to predilate with a 3.0x12mm non-bsc balloon, but was unable to cross the lesion. The vessel was successfully predilated with a 1.5x15mm non-bsc balloon. The physician attempted to predilate again with the 3.0x12mm non-bsc balloon inflated to 20 atms and the balloon burst. The 4.5x12mm liberte bare metal stent was positioned and the balloon was inflated to 20 atms for 16 seconds and this balloon also burst. A portion of the balloon material became loose in the pt and a snare was used to retrieve it. It was also reported that the shaft broke into two pieces but was able to be removed without a snare. The procedure was complete. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.